Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a long term electrocardiogram noted several syncopal episodes. As a result, automatic capture was programmed on and a new long term electrocardiogram was initiated. The patient experienced several more syncopal episodes. During the device revision procedure, the right ventricular (rv) lead exhibited loss of capture through the pacing system analyzer (psa). Therefore, the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.